Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned. Only the imc logs were recovered, no lt or rt logs. Purge pressure high - after 2 days on support, pp high alarms after repositioning pt. No kinks seen. Lysis executed and purge issues said to have resolved within 24 hours. The cause of the purge pressure high was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Optical sensor issue - after 2 days on support, impella in aorta alarms after repositioning pt; however, pump noted to be positioned in the ventricle. The cause of the optical signal issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Patient codes - thrombosis: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the thrombus was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1947648. Device history batch: subcomponent lot: n/a. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered high purge pressure, placement signal issue and thrombus during impella 5.5 support, which was second pump for the patient after an impella cp. It was reported that high purge pressure alarm and impella in aorta alarm was on. However, the pump was found to be freely positioned in the ventricle at approximately 4.9 cm. Additionally, due the possibility of thrombus, the decision was made on starting lysis therapy. The purge was changed to lysis, which resolved the issues and made purge values go back within normal range. Flow data improved after repositioning the pump. However, after 18 days of support, care was withdrawn and the patient expired.